Event description:
Event description guidant received information that this pacemaker, which is on an advisory, was checked two months ago and no issues were noted. At a recent visit, the patient was not feeling well. The device was found to be in a different mode than expected. At the followup two months ago the mode was ssir; now it is sst. The device was successfully programmed back to ssir and the patient is well. The device was later replaced and returned for analysis.